Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were experiencing low blood glucose. Customer's mother stated that the blood glucose was 20 mg/dl at the time of incident. Customer stated that the low blood glucose was treated with the carb intake and glucagon. Customer was unresponsive due to low blood glucose. It was unknown if the customer had been using insulin pump within 48 hours of low blood glucose event. It was unknown if the auto mode smart guard feature was active at time of incident. Customer was declined to perform troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.